Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2015 the patient was started on duodopa therapy. In (B)(6) 2016 that patient began with pain at the peg area and weight loss. In (B)(6) 2016 the patient was hospitalized and the ingrown bumper was identified and removed by surgery.